Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient had catheter placed (B)(6) 2012. When patient came out of clinic, patient did not feel well. Patient mother asked patient what was wrong and patient said it felt asd though the tip of the catheter was inserted too far. Patient was taken home by mother and while at home, patient died. According to coroner from private autopsy, the catheter punctured the patient's heart, ultimately killing patient.